Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing during atrial fibrillation (af) noted on stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.